Event description:
It was reported that the patient's device was unable to be interrogated. A company representative went to the site to troubleshoot the physician's programming system and it was found that the wand battery was dead which may have been the cause of the failure to program. However, as the patient was no longer in the office, the device was not able to be re-interrogated. Attempts for further information have been unsuccessful to date.